Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70 serial: (B)(4) description: artisan surgical lead, 70cm model: sc-8216-50 serial: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant of the ipg and lead for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads were not initially placed in proper position and therefore had to be explanted and replaced in order for the patient to receive proper stimulation.

Event description:
A report was received that the patient underwent an explant of the ipg and lead. The ipg was explanted and replaced as they were unable to establish communication with ipg. The reason for the lead explant is unknown.